Event description:
Reportable based on device analysis completed on 06 jun 2023. It was reported, that the guidewire was stuck. The 90% stenosed target lesion was located in the severely tortuous, and severely calcified superficial femoral artery. A 135cm rubicon 18 catheter-guide was selected for use. During the procedure, the device could not cross the lesion. And the guidewire got stuck in the rubicon. The procedure was completed with another of the same device. No complications were reported. However, device analysis revealed, the tip was separated and missing.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was visually and microscopically inspected for damage. The devices shaft showed damage in the form of stretching and a tip detachment. The device was measured and should be 135cm as designed. The device measured 135.2cm from the hub with the damage. The device showed, that it was stretched. And the tip was separated and missing. A.018 test guidewire was used to insert into the device. When the wire reached the stretched area of the device, it would not transcend any further. Inspection of the remainder of the device, apart from the observed damage revealed, no other damage or irregularities.